Event description:
It was reported that the controller says to replace the controller battery. Pt states he sees this message all day. Due to nature of the call, agent had a hard time troubleshooting and gathering information from the patient regarding the exact issue. Pt states having issues charging implant and later stated the controller does not charge and agent again tried to clarify. Pt states he has reset and later in call did not have anything plugged in the wall and agent was unsure what was done during the call on patients behalf. Patient said they are only seeing this code when they are charging the implant. Agent advised to reset controller and after reset the controller did not turn on when plugged into the ac power supply. Pt states he doesn't see any lights. Troubleshooting was very difficult during the call. Patient put battery pack back in and said the screen was blank. Pt then stated the screen was showing the ins was 90% and the controller showed nothing and pt states that isnot charging. Pt stated in the call that the lith battery was broken and he needed that to be shipped. The issue was not resolved through troubleshooting. A replacement controller and battery pack and the ac power cord was sent out. Pt had a hard time seeing sn for the rtm and this was not gathered.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745nt, serial# (B)(6), was returned for analysis and found the front case was cracked and was causing case separation, charging issues, and power loss. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97745nt serial# (B)(6), product type product ID 97745bp serial# (B)(6), product type accessory product ID 97745ac serial# unknown product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller says to replace the controller battery. Pt states he sees this message all day. Due to nature of the call, agent had a hard time troubleshooting and gathering information from the patient regarding the exact issue. Pt states having issues charging implant and later stated the controller does not charge and agent again tried to clarify. Pt states he has reset and later in call did not have anything plugged in the wall and agent was unsure what was done during the call on patients behalf. Patient said they are only seeing this code when they are charging the implant. Agent advised to reset controller and after reset the controller did not turn on when plugged into the ac power supply. Pt states he doesn't see any lights. Troubleshooting was very difficult during the call. Patient put battery pack back in and said the screen was blank. Pt then stated the screen was showing the ins was 90% and the controller showed nothing and pt states that is not charging. Pt stated in the call that the lith battery was broken and he needed that to be shipped. The issue was not resolved through troubleshooting. A replacement controller and battery pack and the ac power cord was sent out. Pt had a hard time seeing sn for the rtm and this was not gathered. (B)(6) 2024 rpl 434845 rpl 435741 rpl 435139 rtg0614627 (con): patient called back and requested tracking information for their replacement order. Agent consulted with repair. Agent reviewed shipping information and expected delivery. Agent reviewed return instructions. Case reopened to add fedex tracking number to secure note. Pt called back inquiring fedex tracking for new controller, agent reviewed shipping. Agent closed case. Pt says they got the new con troller and are seeing a software problem screen with details: 1-intellis 2-3.6 3-243 4-qf_port. Pt reset controller during the call but controller is in another language. Pt was very difficult to communicate with. After some time, the pt was able to get to the ch arging screen and says ins is very low. Pt will continue charging ins, but will be calling pats back for help changing language back to english. Pt was very difficult for agent to understand clearly during the call. Pt called back stating that they were trying to set up the new controller, however the controller said software problem (1-intellis, 2-3.6, 3-245, 4-enfinerfacesm). Pt said that they had the recharger connected to the controller. Agent walked the pt through resetting the controller. Agent understood that the pt said that they had gotten the controller back in english on their own. Pt provided the controller serial number as the one already documented in the secure note. Upon completion of the controller reset, pt confirmed that the controller powered on and that the error message was cleared. Pt was seeing the setup/pairing screens. Pt said that when they were connecting to the ins earlier, the controller battery was at half and the ins was at nothing. Agent had the pt connect the ac power supply to the controller. Pt confirmed seeing the controller light flashing green. Agent advised the pt to allow the controller to fully recharge from the ac power supply before communicating with the ins using the recharger. Pt may call ps back for further assistance once the controller is charged. Case reopened and reassigned to email repair for a controller. Pt got their controller and they were recharging it in the ac power supply then the green light no longer showed, the controller was displaying software problem 1.intellis 2.3.6 3.245 4.ensiteracesmc. Agent closed case. One day later, patient called for fedex tracking on the controller. Agent provided information from fedex site and offered the tracking number and patient declined the tracking number. Two days after this, case re-opened and assigned to self to add a secure note and send an email to repair. Patient was extremely hard to understand on the call, so troubleshooting was difficult to perform. Patient called in stating they are still seeing the replace controller batteries message despite recent controller replacement. The issue was not resolved. An email was sent to repair to replace the recharger. Patient was confused as to what component was being replaced. Agent attempted to review replacement process with the patient on the call.